Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation; three events were confirmed. Three devices were found to be affected by disassembly. One event was not confirmed; however, the device was outside specifications as a component was starting to unthreaded. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the devices disassembled. Three reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.